Event description:
It was reported that the customer experienced a malfunction alarm. There was no information to assess any impact on the customer¿s blood glucose level. Due to the lack of additional information and the customer's decision not to return the malfunctioning pump, the complaint was closed without further action.